Event description:
The customer reported that her pump in style power adapter had a breached housing, which is a safety risk.

Manufacturer narrative:
The customer reported that the housing on her pump in style power adapter was breached, which is a safety risk. A replacement power supply was sent to the customer. A prod eval on 03/16/2015 confirmed the customer's complaint, the transformer housing was found to be breached. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable is use. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process had been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.